Event description:
The ventilator was connected to a pt. The customer reports that the ventilator delivered 2-4bpm's in the prvc mode. Tv was set at 900ml with a min vol set at 6.9 l/m and a peep of 5. There was no pt injury.